Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Broken...smoking and loud bang/burning - oral-b toothbrush [device catching fire] case narrative: consumer via web reported that their oral-b toothbrush handle started smoking and had a loud bang. No injury was reported.